Event description:
It was reported that the pump had physical damage. No patient injury was reported.

Manufacturer narrative:
A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Cracked on top case by the tube holders, a cracked on bottom case and right plunger case was found at inspection. . The root cause of the reported issue was found to be chemical damaged as a result of using an incompatible disinfectant to clean the pump. Pump also been dropped or mishandled by customer. Replacement of the motor assembly, lead screw and clutch halves was found at repair,and added battery due missing battery from customer. Initial reporter is unknown. No information has been provided to date this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).